Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: the device locked in place on tissue, not notably an artery or vein. Device was removed through forcibly opening the handpiece. The patient was not harmed. The surgeon continued the procedure by opening subsequent devices.

Event description:
It was reported that during an unknown procedure, over the course of one surgery 4 devices were opened. The first 3 were of the same lot. The first and third devices had handles which locked shut and the catch wouldn't release. Requiring them to be forced open. The second device repeatedly gave errors on the generator and finally the generator reported the device as faulty. Procedure was completed with a fourth device from a different lot. Patient consequences were not reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11 and functionality tested. No issues were noted with opening and closing of the jaws as reported. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.